Manufacturer narrative:
Alleged failure: when installing (B)(6) hospital which is a new build, I placed the crossfire2 console and crossflow on the stryker boom. I had the firewire cable connecting the second I attached the power cable to the crossflow from the boom power source the crossfire started sparking. I immediately pulled the power cable out that was connected from the boom to the crossflow. I then re plugged in the power cable from a different outlet and it sparked again. Both the crossfire and crossflow will not turn on. I have tried different power cable and power outlets and still not able to turn on the consoles. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes is the crossfire 2 console or user error setup in which crossfire 2 was powered on through the crossflow integration power with the integration power cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.